Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history settings issue with pump. The patient reportedly experienced a blood glucose (bg) measurement of 40mg/dl with cognitive impairment for the past 3 days. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. Animas customer technical support (cts) reviewed the pump with the patient: the basal delivery totals in the total daily dose reportedly matched the active basal program total as expected. A review of the pump history noted cancelled boluses in which the patient was aware. It was noted that the basal/temp basal settings may have been incorrectly programmed or the bolus type (normal, extended, combo) may have been incorrectly programmed. Cts reportedly advised the patient to contact the health care provider (hcp) for assistance with diabetes management issues. The reported issue was not resolved during troubleshooting. The pump reportedly has been requested to be returned and replaced; however, the patient remained on the pump. This complaint is being reported because the patient experienced hyperglycemia allegedly due to a history settings issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: a review of the last basal delivery and the last bolus delivery were on (B)(6) 2016. The pump history revealed several 0.00u basal programs set to the following: (B)(6) 2016 from 01:50 to 07:11, on (B)(6) 2016 from 01:47 to 06:59 and from (B)(6) 2016 19:11 to (B)(6) 2016 07:02. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. There were no delivery interruptions or errors, alarms or warnings that occurred during the investigation. The reported complaint was not duplicated during investigation.